Event description:
In 2009, the patient's mother reported the patient was taken to the hospital this morning and diagnosed with ketoacidosis. She stated the patient began receiving e4 (occlusion) errors on her insulin infusion device yesterday and her blood glucose began to elevate at 2pm. The patient's device history was checked and the mother confirmed the following errors were received: a1 (cartridge low) at 8:18pm two days prior; e1 (cartridge empty) at 10am the next day; e4 (occlusion) and a8 (bolus canceled) at 11:33pm the same day; and a4 (alarm clock) at 6:35am the day of hospitalized. The history also showed 2 boluses were delivered, 25 units of insulin at 9:02am this morning and 12.5 units at 11:54pm last night. The mother stated the patient took an injection of 30 units of insulin this morning and her blood glucose increased to 700 mg/dl. She was taken by ambulance to the hospital where she was given 30 units of insulin via injection and her readings began to decrease. She stated the patient's current reading is 577 mg/dl. She said she thinks the patient changed her cartridge after the a1 alert but is not sure. She stated the patient changed her cartridge, tubing and headset at 11:30pm last night. To troubleshoot, the mother was instructed to run a prime which she did without error. She said the patient stated it hurts when she inserts her headset, burns when she delivers a bolus and insulin leaks from her site occasionally. She has also seen blood in the tubing which she clears by changing her site as advised by her doctor. The mother stated this is the 3rd time the patient has been in the hospital this year. Early of this year, she was in the hospital with ketoacidosis and the following month, she collapsed due to an elevated reading. The mother stated they did not report these incidents because they felt the readings were due to the stress the patient was having at that time. A request for additional training was submitted and a complimentary infusion set insertion device and a guide to infusion site management were sent to the patient. On follow up with the mother five days after original date, she said, the patient is unable to control her diabetes. She said the patient was released from the hospital on original date, and her blood glucose levels are back to normal. Product was replaced and requested to be returned for evaluation.